Manufacturer narrative:
(B)(4). Batch # unknown. Investigation summary: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: the jaw was removed from the target tissue without the problem. The patient is stable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic ob-gyn procedure, the I-blade did not revert to the original position when cutting the thick tissue. The device was caught in the trocar. The device was removed from the patient with the trocar and the trocar was put back into the same place. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.